Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with an unspecified mentor saline breast prosthesis and experienced ripples and deflation of the left breast implant. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 10/19/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, two devices were returned. They were returned without fluid. White material was observed within the device and on the shell surface. Mentor product analysis lab discovered creases on both aspects of the devices. No other anomalies were discovered. The complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).